Event description:
The intraocular lens was implanted in the patient's eye 2 years ago. Immediately post operative the patient's visual acuity was 20/20 but her vision gradually decreased to the point where the lens had to be explanted due to a hazy optic.

Manufacturer narrative:
(B)(4). The iol was received and is currently being evaluated at the manufacturing site, results are not yet available. The lens met all manufacturing specifications prior to release. A supplement MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned intraocular lens(iol) was inspected using a slit lamp process. Results confirm the haze level of the iol exceeded manufacturing specifications. A review of the manufacturing records show the lenses sampled from this production order met haze level specifications at time of release. Our investigation did not identify a definitive cause associated with the manufacturing process for this late onset optic haze. The complaint analysis results remain inconclusive.